Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in may 2012 and performed to specification up to 2nd february 2014. Multiple manual power ups, mainly of ten minutes duration, where observed in the device memory between the 2nd february 2014 and the 5th august 2014. During this time information from the history log shows an increase in voltage which suggests a further pad-pak was installed. The pad-pak was then removed and re-installed on the 14th october 2014 passing an auto self-test. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The random nature of the events stored in the memory and the 10 minute time outs during the course of the investigation would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switches on automatically.